Event description:
A non-healthcare professional reported that a diffuse lamellar keratitis seen post-operatively in the patient's right eye after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record. Additional information such as treatment reports were requested but no data was obtained. No sample was expected to be returned for evaluation. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed several energy checks but did not fully adhere to the guidance given in "the user has to perform an energy check manually at least after one hundred twenty minutes meaning that some treatments were not properly covered by an energy check. Nevertheless, the energy was stable during this period. The logfile shows twenty-three successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatments cannot be identified in the logfile. The review of the complete treatment day shows that twelve beam control checks were performed way before the start of the treatments and not immediately before the treatments. The review also shows that during one treatment the surgeon had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. For all treatments, there was no deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).